Event description:
It was reported that the customer's insulin pump has a black vertical line from the bottom of the screen by the reservoir to the top of the screen. Customer's blood glucose level at the time 94mg/dl. Advised insulin pump will be replaced. No additional information was provided.

Manufacturer narrative:
A cracked reservoir tube lip and cracked battery tube threads were noted during the visual inspection. Bleeding display glass was noted. Dried insulin was noted on the motor slide. No black vertical line was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.